Event description:
It was reported that when using the bd pyxis¿ pro medstation¿ es, station was stuck on initializing device manager screen. User rebooted the station but unable to sign in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator connected to the medstation was functioning, but the temperature display was blank, causing the system to not initialize properly. A field service engineer verified all connections between the medstation and the helmer refrigerator and confirmed they were properly connected. A hard reboot was performed following the correct procedure, starting with the helmer refrigerator and then the medstation. After completing the reboot process, both the medstation and the refrigerator, including the temperature display, were restored to normal functionality and confirmed to be in good working condition. The system functioned as intended after the field service engineer repaired the device.